Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient experienced a life threatening incident after which the patient was coded and transferred to ICU but later expired. The customer has alleged that patient care for this telemetry patient was delayed as a result of the information center rebooting and being in what they described to be an "unusable condition". Based on this allegation philips will consider that the device may have played a role in the patient outcome.

Manufacturer narrative:
The customer reported that a patient experienced a life threatening event during a time when the information center was in an unusable state. The customer has reported a delay of care occurred. The customer contacted the customer care solutions center for troubleshooting support indicating that the issue was occurring intermittently. Field service engineer (fse) went onsite and performed multiple service related actions during his attempts to troubleshoot the issue. The fse changed the switchport to another port, changed the ip address, swapped the hardware platform with a biomed spare, reconfigured the customer supplied philips network switch and then took the original information center hardware platform and reinstalled the os and reloaded the application yet the issue persisted. He then had the hospital test the network cabling finding the cabling passed specification and he checked the piic nic and switchport settings confirming both were set to 100/full duplex. The switch and piic network connections were then moved to another cable run and the issue did not return. According to the region service manager the issue was determined to not be a product issue upon conclusion of the investigation onsite. By using an existing, unused network cable run in the wall, the issue ceased. They had it check the original cable run at an earlier time to be certain it met cat 5 specifications and they had claimed it passed so that was originally eliminated as a possible cause. However once they put the unused cable run into use the problem ended. They determine that in fact, the original cable was the source of the problem. The device remains in use. Patient information has been requested, but not provided.